Event description:
It was reported that the red indicator needle does not move with the black needle when under pressure. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One unit was received, not in its original package, therefore the labeling of the box could not be evaluated. The unit received is the correct part number specified in the complaint. The units are 100% functional tested and visually inspected prior to packaging and shipment. The unit was tested per internal test procedures and met all the specifications. The gauge is accurate both ways, pressure and vacuum. The red indicator needle for this part number is not intended to move with the black needle when under pressure. There was no fault found on this device. No corrective actions are planned at this time. The manufacture regularly analyzes complaint data and trends and will take further actions accordingly. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).